Manufacturer narrative:
(B)(4). D10: medical product: lps-flex gender solutions female (gsf) femoral component porous: catalog# 00576201451, lot# 61161534; micro porous pat 26 mm x 10 mm: catalog# 00587806126, lot# 61498737 g2: foreign: australia. H10: this device was erroneously reported under an incorrect MFR and is now being submitted under the appropriate MFR. See original report 0001822565-2024-02472. No product was returned. Visual evaluation of the provided photos found evidence of use (surgical debris) with implant wear/fracture. No further information can be determined. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: narrowing of the patellofemoral compartment. Root cause was unable to be determined. It was reported that the patient fell; however, the cause of the fall is unknown. Reported event has been confirmed by review of the provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Approximately fourteen (14) years post-implantation, the patient experienced a fall and instability. Diagnostics did not indicate bone fractures or implant loosening however did reveal that the monoblock tibial component had fractured. Subsequently, the patient underwent revision surgery and the affected component was replaced without reported complication.